Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely the when the curved part of the equipment was repaired by a third party, the charge-coupled device (ccd) or ccd cable was damaged, and the event occurred. The instruction for use (IFU) states the following guidelines: important information ¿ please read before use: prohibition of improper repair and modification: this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and / or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus' own authorized service personnel is excluded from olympus' limited warranty and is not warranted by olympus in any manner.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. The image flickered then blacked out during angulation. The bending section was a non-olympus part. There was leaking from the bending section and the bending section cover was missing. Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during a diagnostic procedure, the endoeye flex deflectable videoscope would black out when the switch was toggled, and the tip was flexed. No patient injury reported.